Event description:
Same case as 1527460-2010-00084 and 1527460-2010-0087. The complainant reports a balloon burst. Replacement tube was inserted on (B) (6) 2010, and the balloon burst on (B) (6) 2010.

Manufacturer narrative:
(B) (4): the device reported, list number m190, is an abbott product that is marketed internationally which is the same or similar to device, list number 51364, that is marketed domestically. (B) (4)